Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the case description. It is reported that the stent graft was used to treat a perforation in the lad. The perforation was eventually sealed after reversing some anticoagulation and doing two inflations in the graft stent.

Event description:
Reporting status: death. Reporting rationale: death. Device issue: none. It was reported that a graftmaster was used to seal a perforation located in the lad. Per comments recorded on the device registration form, the perforation was sealed after reversing some anticoagulation and doing two inflations in the graft stent. Later, the pt experienced a rebleed in the ccu and subsequently died. It was reported on the device registration form that the graftmaster did not cause add'l complications or adverse events. Add'l info: the contact at the hospital, rose fleming, stated the pt's death was not related to the graftmaster device.